Manufacturer narrative:
No device was returned as no product malfunction was suggested. No images were provided to confirm the complaint. Review of the provided information suggests malpositioning of the hardware during the initial placement or insufficient decompression as possible root cause. No additional investigation necessary. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves. Potential risks identified with the use of this system, which may require additional surgery, include: discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..."

Event description:
On (B)(6) 2021 a patient underwent a spinal fixation procedure. Post-op there was weakness observed in the patient's lower limbs. On (B)(6) 2021 a revision surgery was conducted where a rod was removed and decompression as conducted. The screws on both sides of l4 were changed to a bigger size.